Manufacturer narrative:
A replacement breast pump was sent to the customer. On 04/09/2016, the customer emailed a medela clinician that she was prescribed augmentin 500mg, and that her physician said her abscess is healing. As of the date of this report, the original product has not been received. Should the original product be received resulting in new, changed, or corrected information, a follow-up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer¿s abscess. This issue is under investigation in (B)(4).

Event description:
On (B)(6) 2016, the customer reported to a medela customer service representative that she had blocked ducts while using the pump in style advanced breast pump starter. During the call, she also reported that she developed an abscess from the blocked duct, and that her physician performed a needle aspiration, then surgery was needed to clear the abscess. She started taking antibiotics that were prescribed by her physician on (B)(6) 2016.